Event description:
The following article was received based on literature review: article: factors associated with the surgical outcomes of baerveldt glaucoma implant for open-angle glaucoma, an age-related eye disease a retrospective study was done to identify the factors associated with the surgical outcomes of baerveldt glaucoma implant (bgi) for open-angle glaucoma (oag). A total of 51 consecutive oag patients underwent bgi and were divided into two groups according to median age (72 years): younger group (<72 years; n=25) and older group (>72 years; n=26). The patients were also grouped according to surgical success (intraocular pressure (iop) range): 6¿21 mmhg (criterion a), 6¿18 mmhg (criterion b), and 6¿15 mmhg (criterion c). Implant model bg101-350 (abbott medical optics) was chosen in the eyes without a history of vitrectomy, while bg102-350 (abbott medical optics) was selected in the eyes with a history of vitrectomy. The reasons for surgical failure were: hypotony (n=1 eye). Bgi removal (n=1 eye). Elevated iop (n=2 eyes criteria a; n=7 eyes criteria b; and n=26 eyes criteria c). Elevated iop of 1, 6, and 19 eyes for criteria a, b, and c, respectively, were managed by glaucoma medications. One eye needed bleb revision, micropulse transscleral cyclophotocoagulation, and additional bgi surgery after surgical failure for criteria a, b, and c due to elevated iop. Early postoperative complications (onset =1 month) include: younger group: shallow or flat anterior chamber (n=6) choroidal detachment (n=7) hyphema (n=9) tube corneal touch (n=1) tube iris touch (n=4) tube occlusion (n=1) sclera patch exposure (n=1) blebitis suspected (n=1) wound leak (n=2) older group: shallow or flat anterior chamber (n=2). Choroidal detachment (n=8). Hypotony maculopathy (n=1). Hyphema (n=7). Tube corneal touch (n=3). Tube iris touch (n=2). Wound leak (n=1). Late postoperative complications (onset >1 month) include: younger group: shallow or flat anterior chamber (n=1). Choroidal detachment (n=1). Hypotony maculopathy (n=1). Cystoid macular edema (n=1). Older group: shallow or flat anterior chamber (n=1). Choroidal detachment (n=2). Tube corneal touch (n=1). Tube occlusion (n=1). Other jnj products were mentioned but no complaints were reported against them. No further interventions were provided. A copy of the article is provided with this report. This report is for model bg101-350 product problem. A separate report is being submitted to capture the reported adverse event for this model. Separate reports are also being submitted for the other mentioned model, bg102-350 in the article.

Manufacturer narrative:
Age: 43¿91 years gender: men / women: 37 / 14 date of event: exact dates not provided, article acceptance date is (B)(6) 2021. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in the report submitted july 12, 2022 (B)(4), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: 23030817. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.